Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that monitor was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by the manufacture for evaluation. When the returned monitor was connected to a known good system, the monitor went blank at random times, then returned a few seconds later. The monitor otherwise displayed a good image. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the monitor of the navigation system was blinking. There was no patient present at the time of the issue.